Event description:
Revision of vagus nerve stimulator, model number 101, opened. New leads and generator are not compatible with old model. No connector or adaptor is available. If a lead needs to be replaced on an older model then the generator needs to be replaced too. This becomes very costly if only the lead needs replacing.

Event description:
Add'l info received from MFR 5/22/03: cyberonics has completed an investigation of this event. The pt was scheduled for routine revision surgery for an end-of-service generator. The surgeon was implanting a new generator, he noted that the implanted model 300 lead was twisted and therefore, he chose to replace the lead while he was replacing the generator. A generator (model 101) that was compatible with the pt's implanted model 300 lead had already been opened. However, when the surgeon decided to replace the model 300 lead, he subsequently discovered that the hospital did not have a compatible lead (model 300) for the generator (model 101) that they had already opened. The hospital did have a model 302 lead on their shelf. The model 302 lead is only compatible with the model 102 generator. Therefore, the model 101 generator that had already been opened could not be used. The surgeon made the decision to implant the model 102 generator and model 302 lead in this pt. Cyberonics designs, manufacturers and distributes compatible products. In the event a model 300 lead must be replaced, the hospital simply needs to order the appropriate model for the specific pt. However, in this case, the hospital o.r. Personnel reported that they were not aware of the device model numbers that were previously implanted in the pt, which in cyberonics' opinion led to this event. Cyberonics does not know why the hospital personnel would not be aware of the model numbers of the devices implanted in their pts. Cyberonics is of the opinion that it is the hospital's responsibility to assure they have the necessary products on hand to support a planned surgery. Cyberonics received approx 36cm of the explanted lead assembly. An analysis was performed. A continuity check was performed on the lead and no discontinuities on the lead coils were identified. The observed abrasion on the silicone tubing (visual anomaly) indicates that the lead was twisted while implanted. The reason for the twisting of the lead was not ascertained.